Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of over-infusion was not reproduced. A review of the event history log (ehl) revealed flow accuracy testing at recommended parameters with the infusion running to completion without interruption. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No device correction is required to correct the reported problem. During functional testing, the reported condition of "failed downstream occlusion test" was unable to be reproduced. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion and delivered more than programmed rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.